Manufacturer narrative:
The field service engineer has confirmed that the issue has been resolved. The root cause of the issue was excessive reagent splatter at the r1 cell cover opening. There appeared to be random dripping of reagent into reaction cells. This was traced to reagent probe adjustments being performed on probes that were bent. After mechanically straightening the probes and performing adjustments to the center of the reagent pack openings, the issues with calcium disappeared.

Event description:
The customer reported that they received questionable results for a total of 21 patient samples tested for calcium. Reports were amended for all 21 patient samples. Of the 21 patient samples, data was provided for 3 patient samples that had questionable results. Of the data provided for the 3 patient samples, 2 were found to have erroneous results. The first sample initially resulted as 7.34 mg/dl and this value was reported outside of the laboratory. The sample was repeated on a modular analyzer and resulted as 9.9 mg/dl. The repeat result was believed to be correct. The second sample initially resulted as 7.79 mg/dl and this value was reported outside of the laboratory. The sample was repeated on a modular analyzer and resulted as 9.5 mg/dl. The repeat result was believed to be correct. It was asked, but it is unknown if any patients were adversely affected due to the event. No adverse events were alleged. The calcium reagent lot number and expiration date were requested, but not provided. The field service representative determined that the probes were misadjusted. He adjusted the probes horizontally and vertically. He checked the external probe wash volume. He checked the system water and air pump pressures. He replaced the b side sample and reagent syringe seals from the customer stock as a preventive measure. He adjusted the dispense position cell cover. He observed mechanism checks and no issues were seen. He performed a precision check and results passed.

Manufacturer narrative:
The field service engineer also visited the site on (B)(6) 2014 and determined that the reagent probes were misadjusted. He adjusted the vertical accuracy of the probes and performed adjustments at all positions for all reagent probes. He observed mechanism checks with no issues seen.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The field service engineer also visited the site on (B)(6) 2014 and adjusted the r1a,b probes. Another visit occurred on (B)(6) 2014 and he replaced the probes. The customer has indicated that the issue is still not resolved. The customer noted that they had to repeat 500 samples tested for calcium on (B)(6) 2014. Results for these samples are confirmed prior to reporting any results outside of the laboratory. No additional information was provided by the customer.